Event description:
Reporter alleged blood glucose results of hi (greater than 600 mg/dl) and 100 mg/dl when testing was performed back-to-back on the advantage system. Reporter stated customer had no symptoms and no treatment or action based on the results was reported. No adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.